Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having issues at the lead site. The patient underwent an explant procedure. The explanted devices will not be returned as they were not released by the facility.